Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device change out procedure this new subcutaneous implantable cardioverter defibrillator (s-ICD), along with the chronic electrode, exhibited high shock impedance measurements. Induction testing was unsuccessful and the patient went into atrial fibrillation (af). The device was repositioned more posterior however after repositioning there was no viable sensing vector. No adverse patient effects were reported. The local area field representative was contacted for additional information. The patient was successfully cardioverted out of the af. Additionally, automatic set-up was run again with primary chosen.